Event description:
Doctors placed a 20 contact grid electrode and connected it to the cable and the equipment. The contacts in the grid did not correspond with the channels (signals) no the equipment. Afterwards they tried to diagnose the problem. The doctors changed the grid for a new grid, changed the cable for a new cable, and changed the equipment unit for another unit. They were then able to continue the procedure. The procedure was prolonged by one to two hours as a result of the cable malfunction.

Manufacturer narrative:
The wiring configuration for the cable is unique to this one customer and their hospital equipment.